Event description:
It was reported that approx. 112 months after the implantation this lead was explanted due to pocket infection. Furthermore insulation damage was suspected. The lead was discarded after explantation.

Manufacturer narrative:
The event date was corrected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device, the provided photographs, fluoroscopic images and ultrasound images. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided photographs showed an externalized conductor distal to the distal atrial ring electrode. The proximal atrial ring electrode, parts of the rv shock coil and the lead tip were covered in calcified tissue and therefore subject to severe mechanical stress in the implanted state affecting the leads motion. The provided ultrasound images indicated a loop at the lateral wall of the right atrium. The analysis of the provided fluoroscopic images gained no further information. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 112 months after the implantation this lead was explanted due to pocket infection. Furthermore an insulation damage was suspected. The lead was discarded after explantation.